Manufacturer narrative:
Client trapped wheelchair backwards. Client pushed with his feet on a wall and tipped chair backwards. Anti tippers were on the chair, unclear if they were positioned correctly at the time of the incident. The action 3 ng is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Client trapped wheelchair backwards. Client pushed with his feet on a wall and tipped chair backwards. Anti tippers were on the chair, unclear if they were positioned correctly at the time of the incident. The action 3 ng is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).